Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the probe was not cutting and the aspiration was functioning during two procedures. The product was replaced and procedures completed with no patient harm reported. The samples have been requested.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were four additional complaints associated with the lot for the reported issue. No probe sample was returned for evaluation for the report of the probe not cutting during surgery; therefore, the condition of the product could not be verified. The sample was not returned by the customer and the device history record review of the lot numbers provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown as no sample was returned; therefore, specific action with regards to this complaint cannot be taken; however, due to the number of related complaints, an investigation has been completed and action is presently being implemented to reduce the frequency of probe complaints. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One probe was returned for evaluation for the report of no cutting/aspiration working during surgery. The returned sample was visually inspected and deemed nonconforming. The needle is bent approximately 20 degrees. Actuation testing was performed and deemed nonconforming. The sample did not fully close. Cut testing was performed and deemed nonconforming. The sample did not cut. Aspiration testing was performed and deemed conforming. The probe was disassembled and the components inspected. There is approximately 10 minutes of usage wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Significant resistance felt when removing the inner cutter from the bent needle. The inner cutter is severely bent. Gouge marks at bend area and along the entire length of the inner cutter. The actuation test was repeated on the disassembled probe and the actuation test was then found to be conforming. The initial test was deemed nonconforming and a retest showed the cutter was able to actuate to its specification. An initial actuation test failure occurs sometimes due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodge the material and the probe will then work properly. This test is then considered conforming. The complaint evaluation does confirm the probe had a cut issue. During the evaluation, the probe also had an actuation issue. The most likely cause for the poor cut and actuation is from the bent needle and bent inner cutter. A damaged inner cutter can impede the movement of the cutter shaft. This interference is present as observed from the gouge marks at the bend area and along the entire length of the inner cutter. When the interference was removed during the disassembly of the probe, the actuation test was conforming when retested. This bent needle condition appears to have occurred during the probe being used in surgery for approximately 10 minutes, but it is not known how the needle and cutter actually became bent. A bent needle and inner cutter will cause interference between the two components and result in an actuation failure. No specific action with regard to this complaint was taken because the reason for the bent needle cannot be determined from this evaluation, but does not point to the manufacturing issue; however, due to the number of related complaints, an investigation has been completed and actions have been implemented to reduce the frequency of probe complaints. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. During the testing of a probe, the probe is visually inspected and a bent needle would be detected and removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).